Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a spleenectomy, the device assembly and calibration took place normally. The device entered firing mode. The surgeon pressed the blue button to fire the device, however, the reload began to articulate the load to the right and left. Subsequently, the blue lights illuminated. There was no injury reported. There was an increase in the surgical time by 10 minutes for the replacement of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.